Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture following an ablation procedure. The right atrial (ra) lead had dislodged and dropped into the right ventricle. The patient was placed on a temporary pacing system. Six days later, the physician repositioned the ra lead in the rv apex inadvertently. The physician removed the rv lead and left the ra lead implanted in the ventricle. The temporary pacing lead was removed. No patient complications have been reported as a result of this event.